Event description:
Follow-up revealed the patient's ipg was explanted and replaced. Surgical intervention resolved the patient's issue.

Manufacturer narrative:
This ipg serial number is included in a field advisory. (B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient's ipg has been unable to successfully communicate with the charging system. In turn, the patient's ipg became inoperable over time. Troubleshooting and a replacement charging system were unable to provide resolution. As a result, the patient plans to undergo surgical intervention.